Event description:
It was reported that the patient experienced device erosion that required surgical correction. The event occurred 4-6 weeks following the original implant procedure. It was suggested the erosion of the two lead extension boots occurred at the lead/extension connection site.